Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 4 of 5. Per the initial report, the home patient (hp) had a system error 2367 (air in the set) alarm. The hp stated, he disconnected from the machine and then reconnected. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear. The tsr advised the hp to discard the supplies and finish with manuals. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted